Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was 42 mg/dl. Customer consumed carbohydrates to address the bg level. Reportedly, customer reverted to manual injections for insulin therapy.